Event description:
Three endeavor sprint rapid exchange drug-eluting stents were implanted; one to the distal lad, one to the proximal lad and one to the right pda. Pt was discharged one day post index procedure on aspirin and clopidogrel. The pt was asymptomatic at 30 day, 6 month and 1 year follow ups. Approx one year and eleven months post index procedure the pt suffered an ischemic stroke. Pt presented to the hospital with disartria. Pt was admitted for 7 days and recovered completely without changes in the previous treatment. The event was not classified as life threatening. It is reported that the event was not related to the study stent/ procedure. (Ref. MFR. # 2953200-2011-00071, 2953200-2011-00072).

Manufacturer narrative:
(B)(4). Eval results: (cva/stroke).